Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "bilateral capsular contracture".

Event description:
Healthcare professional reported via portal left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, deformation, and weight to the spec. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Device was explanted.